Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to connect a one-link device to an albumin solution set. The solution set male luer lock did not detach to plunge deep enough into the famle IV connector. The staff had to disconnect the needle-free connector to infuse the drug. There was no patient injury or medical intervention associated with this event. No additional information is available.